Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-01228 / 01231).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. Review of invoice history cannot confirm the revision procedures on (B)(6) 2012. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records indicate a stage one left hip revision performed on (B)(6) 2012 was due to infection, pain, soreness, swelling, and acetabular loosening. All components were removed and replaced with antibiotic spacer molds. The patient's operative report for the left hip revision performed on (B)(6) 2012 noted removal of antibiotic spacer molds and re-implantation of components.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 and (B)(6) 2012 due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. Review of invoice history cannot confirm the revision procedures on (B)(6) 2012 and (B)(6) 2012. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.